Event description:
Information received by medtronic indicated that the insulin pump received low battery alert prior to replace low battery alarm. Customer stated that they received battery failed alarm customer stated that insulin pump had crack on top of it. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On 04/19/2022, the customer alleged cosmetic damage (cracked top of pump), charge/battery lasts less than expected, power loss alarm, and failed battery test alarm. Device passed self test, sleep current measurement, active current measurement and displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Thus was utilized and downloaded trace/history files properly. In further full review in the pump history, these battery related alarms were found: failed battery test alarm on 04/19/2022 at 20:23:32, 20:24:26, 20:24:53, 20:25:39, 20:25:40, 20:26:07, 20:26:18, 20:26:47, 20:27:07,20:27:39, 20:29:03, 20:30:12, 20:32:22, 20:37:45, low battery alarm on 04/19/2022 at 19:24:00, insert battery alarm on 04/19/2022 at 20:23:21, 20:24:24, 20:24:26, 20:25:27, 20:25:40, 20:25:43, 20:26:14, 20:26:21, 20:26:53, 20:27:11, 20:28:37, 20:29:42, 20:31:41, 20:32:40. No unexpected power loss, failed battery test, low battery, nor insert battery alarms during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Device received with serial number label missing, pillowing keypad overlay, cracked case on corner of belt clip rails, broken belt clip plate weld, cracked battery tube threads, cracked case above arrow and battery icon, scratched case, and cracked keypad overlay identified during the visual inspection. Customer allegation for cosmetic damage cracked top of pump) was confirmed during visual inspection where cracked battery tube threads was noted. Customer alleged for charge/battery lasts less than expected was not confirmed. Customer alleged for power loss alarm was not confirmed. Customer alleged for failed battery test alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.